Manufacturer narrative:
Evaluation summary: moderate to heavy host tissue overgrowth is evident at both aspects of the ring. Minor cut are detected in the sewing ring fabric. No other inconsistencies detected or in the x-ray. X-rayadditional manufacturer narrative: the device evaluation was completed on 05/25/2010.

Event description:
The last fill (lf) =1500 ml and not 15000 ml as previously reported.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that cause of death was pneumonia. Per the operative report of (B) (6) 2010, "the patient tolerated the procedure well and was taken to the intensive care unit in satisfactory condition."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (4). Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.